Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear." Under possible adverse effects, number 15 states, "postoperative pain."

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to pain and instability as the patient does not have a patella. The tibial bearing was removed and replaced.